Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported the pt is experiencing pain and pressure in the chest when charging the ipg. The pt reports feeling pain immediately upon charging. The pain is not present when establishing communication with the pt programmer. The ipg is implanted in the left upper chest region. Using the accessory belt and charging with stimulation turned off did not resolve the issue. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.